Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2024-00689. It was reported that following an unrelated surgical procedure where the ipg was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. Additionally, it was noted prior to the unrelated surgical procedure that there were high impedances on the lead. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted and replaced to address the issue.